Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging multiple health issues. There was no report of patient harm or injury. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and found dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, blower, blower box, p4 power connector and keratin was observed on the blower box. Also, pil did observe dust/dirt contamination in the airpath. There was no evidence of sound abatement foam degradation. The pil verified the device provides airflow using a known good power supply and 32 of error #200 were logged. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The following correction has been updated in this report. Section "reporter country" in box e has been updated/corrected. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.